Manufacturer narrative:
The device was returned for analysis. A visual and microscopic inspection of the device revealed the imaging window was detached from the lapjoint section and was not returned with the device. Visual inspection revealed the sheath assembly and telescope were kinked. A guidewire could not be inserted due to the returned device condition.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was introduced for visualization but was unable to cross the target lesion due to resistance. The device was removed and the procedure completed with another of the same device. There were no patient complications. However, returned device analysis revealed imaging window detachment.